Event description:
During a papillotomy procedure, md and rn noticed a wire broken on the dreamtone. Device was taken out of service and replaced to finish the procedure. Manufacturer response for spincterotome, dreamtone (per site reporter). No response as yet.